Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: more than 9 years after filter placement a secondary filter leg had fractured and was found in the patient¿s heart. Patient was asymptomatic. No product was returned, but CT scan of the abdomen and pelvis dated (B)(6) 2019 and a CT scan of the chest, abdomen and pelvis dated (B)(6) 2021 were submitted for review. The indication for ivc filter placement was not discussed in complaint report. The filter was placed in (B)(6) 2011 where several subsequent imaging studies comment about the ivc filter but did not elaborate on the configuration of the filter and are not submitted for review. One of the studies does describe a secondary strut directed cranially and the filter tilted to the right, which may be a side reversal error in the dictation as the filter is clearly tilted towards the left on subsequent imaging. The first imaging study submitted for review was from (B)(6) 2019 and demonstrates an infrarenal celect ivc filter with significant leftward tilt, grade 1, 2 and 3 interactions with the wall of the ivc, and mal-orientation of several of the secondary filter legs, one of which is directed cranially at approximately 130° relative to the long axis of the ivc filter. The grade 3 interaction is between a primary filter leg in the posterior wall of the duodenum. Despite the significant leftward tilt, this orientation typically does not result in displacement of a primary or secondary filter leg in such an abnormal configuration, although it is possible. This orientation is typically seen as a result of manipulation of wires and catheters in this region, although there is no comment of this type of event occurring. There is also no discussion as to why the ivc filter was left in place at this point and if it was still clinically indicated. As to the significant leftward tilt, it is uncertain if the filter was deployed in this orientation or this developed as a result of developing perforations with the wall of the ivc. Without the previous imaging studies and placement study, it is difficult to ascertain whether the tilt lead to the penetrations or if the penetrations lead to the filter tilt. Subsequent CT scan performed on (B)(6) 2021 following a cardiac catheterization where a metallic foreign body was noted in the right ventricle demonstrates fracture of the previously described malalignment secondary filter leg that was previously directed cranially. This mal-orientated secondary leg likely contributed to significant metal fatigue at the filter neck, resulting in the subsequent fracture and migration. Unfortunately, on the CT scan it is difficult to determine if the secondary filter leg has perforated through the myocardium. Per the complaint report, patient is asymptomatic at this time. The configuration of the ivc filter does not appear significantly changed from previous CT scan performed in 2019 with again multiple grade 1, 2 and 3 interactions as detailed previously. In addition, there is no discussion as to why the ivc filter is still left in place. Despite the perforations present, given the tilt as well as the malalignment of at least one additional secondary leg, retrieval of the ivc filter is should be considered to avoid any future fractures and/or migrations/worsening perforation. However, it is noted that the facility would like the patient to be referred to another hospital for removal of the fractured leg from the heart and that the cook medical district manager is assisting in this request. It was assessed that because no non-conformances were detected, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. No evidence to suggest product was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 15feb2021: during cardiac catheterization it was found that there was a wire present in the right ventricle via fluoro. The previous implanted ivc filter was noted to be present but appeared to be damaged.

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as a cook celect filter.(B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: the patient came in for a scheduled cardiac catheterization on (B)(6) 2021. During the procedure, a secondary strut from the indwelling celect filter was noted to have broken off and migrated to the patient¿s heart. The filter appears to be tilted and mangled. In (B)(6) 2019 imaging, the strut was noted to have been flipped upward, and perforation was noted. The perforation was not noted to be causing any difficulties. The patient is believed to be asymptomatic but this information is unconfirmed. The facility would like the patient to be referred to an other hospital to have the strut removed from the heart. Additional information received: further notes obtained yesterday (in a timeline): (B)(6) 2011 ¿ filter was placed in patient. A month later an emobli reached the lung. 2013 ¿ no image on record, but a report taken during a patient visit notes the presence of the filter, but no status given on filter state. 2015 ¿ xray taken of the patient shows filter is present ¿ no further notes on status of filter. (B)(6) 2019 ¿ patient has a chest x ray taken due to respiratory distress ¿ image shows a secondary strut was pointed up into the right renal vein ¿ 2 other struts are twisted and filter tilted to right. (B)(6) 2019 ¿ CT image taken of patient shows the strut that was pointed up into renal vein is now gone. (B)(6) 2021 ¿ filter leg found in patients heart during cardiac catheterization. Patient outcome: it is unknown the cardiac catheterization was able to be completed due to the detached/migrated strut finding. Patient outcome good. Facility and district manager are attempting to schedule removal procedure of the secondary strut from the patient's heart.